Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
UDI (di): (B)(4).